Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately calcified and moderately tortuous anastomosis site. A 5.0 x 40, 40cm mustang¿ balloon catheter was advanced to dilation and the device was initially inflated at 20 atmospheres. The physician then performed second and third inflation at 22 atmospheres. However, on the fourth inflation at 23 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been returned for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).